Manufacturer narrative:
Records indicate the patient later expired. There were no allegations against device functionality. Records indicate the device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited fluctuating right atrial (ra) pacing impedance measurements, including high out of range measurements. There was no evidence of noise and threshold measurements were stable. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.